Event description:
On (B)(6) 2009, the patient reported that the last box of her insulin infusion sets are not properly adhering to her body. She stated the headsets are falling off and she sometimes has to change her infusion sets 2-3 times per day. She said she takes a shower and dries off for 1 hour before she inserts a new headset. She uses IV prep wipes. Courtesy infusion sets were sent to the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.